Event description:
Complaint coordinator (cc) reported that the patient (pt) may have received an air embolism while using the 1550 device for hemodialysis treatment. During treatment the pt felt uncomfortable and coughed, after which the healthcare professional noted the fluid. The healthcare professional reported that air had entered the bloodlines and emergency treatment was administered.